Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. During eval, loss of cartridge detection did not occur.

Event description:
Eval revealed partially dislodged force sensor pins.